Event description:
It was reported to boston scientific corporation that the patient returned for a post-operative visit on (B)(6) 2007, and reported that she continued to have incontinence. She was catheterized the same day in order to decrease pad usage. The physician then referred the patient to another physician at the same clinic. The patient's current condition and all other information is unknown.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2007. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, the patient did not attend a follow up appointment scheduled on (B)(6) 2008. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.